Event description:
The device could not be interrogated using the 5.0 software. An error message. "Device not supported by software currently loaded" was displayed. The device memory was reviewed and it was found that the error message was caused by a por (power on reset). St jude medical technical services recommended that the pt be placed on external support. As a result, the device was explanted.